Event description:
Customer reported that pump declared alarm during pumping with alarm code 20. There was no adverse impact to customer's blood glucose level. Technical support assisted in loading a new cartridge, but alarm recurred. The customer reverted to an alternate method of insulin therapy.